Manufacturer narrative:
Device returned to manufacturer: updated. Device codes: updated. Device evaluated by manufacturer: updated. Device evaluation codes: added. Product evaluation: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 102,806 joules "beam not visualized and end fire" were noted. The fiber was exchanged and the second fiber was used to complete the procedure at 14,654 joules. The tip of the fiber was not cleaned during the procedure. Patient outcome "ok" reported.